Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. E1 (B)(6). A loudspeaker was provided to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that a speaker was needed. No allegation is documented; however this will be reported out of an abundance of caution. It is unknown if the device was in clinical use. No adverse event was reported.